Event description:
It as reported that a patient experienced continued instability starting at approximately 4 months after the initial surgery. The patient also reported experiencing pain approximately 8 months after the initial surgery. Subsequently, the patient was revised.

Manufacturer narrative:
(B)(4). (UDI): (B)(4). Medical product: femur cemented cruciate retaining (cr) standard right size 7 catalog#: 42502606202 lot#: 63546783, tibia cemented 5 degree stemmed right size e catalog#: 42532007102 lot#: 63546118, all poly patella cemented 32 mm diameter catalog#: 42540000032 lot#: 63372078. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Date of birth: patient was born in (B)(6). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is experiencing instability. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.